Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged from the strain relief to approximately 18.5 cm distal. The shaft was not completely separated. The inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter was broken. The target lesion was located in the liver. A renegade¿ hi-flo¿ kit was selected for use. During the procedure, when the physician tried to operate the catheter through the wire, significant resistance was met. However, when the catheter was out of the patient, it was noted that the catheter was broken into two pieces. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter was broken. The target lesion was located in the liver. A renegade¿ hi-flo¿ kit was selected for use. During the procedure, when the physician tried to operate the catheter through the wire, significant resistance was met. However, when the catheter was out of the patient, it was noted that the catheter was broken into two pieces. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.